Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed on an in-house system and passed the recognition, engagement, electrical continuity and energy delivery tests. The instrument moved intuitively with the full range of motion in all directions. There was no physical damage observed. The instrument was fully functional. No product issue was identified.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the instrument, however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the permanent cautery hook (pch) instrument involved with a unilateral inguinal hernia procedure was broken at the end. No known impact or patient consequence was reported.